Event description:
It was reported that during an implant procedure, the physician complained that there was no color difference between the different lead lengths. They physician connected the leads wrong in the atrium and ventricle ports in the device and had to re-open the patient and change the lead connections. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).